Event description:
A malfunction code was reported without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer was advised to switch to multiple daily injections as a temporary backup therapy while technical support sent a replacement pump.